Event description:
Left hip replacement. Depuy pinnacle. Date of surgery (B)(6) 2009. Since the replacement I have had much pain. Been through much therapy. No help. Sharp pains in the groin, left buttocks and thigh. I had a severe pain in my left hip and thigh in (B)(6) of 2010. Went to the hospital where my pain management doctor gave me an epidural. There was not a bit of relief. I then went to my surgeon. He said it was tendonitis. He gave me a shot in the thigh, and sent me for two weeks of therapy. The therapy did nothing, neither did the shot. Since I am always in pain, I am pretty sure there is something wrong with this particular hip replacement.